Event description:
It was also reported the device will not run during battery change. The device was returned for repair.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was defective. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were broken, the lead flex cover was broken, the battery contacts were compressed, the ring was bent and the battery drawer was broken. Further analysis was performed on the main pcb. This analysis confirmed the battery removal failure caused by a capacitor component failure.

Event description:
It was reported that while changing the battery on the external pulse generator, it shut down and did not continue to pace. The patient had an underlying rhythm of asystole and was emergently connected to a back up pacer. The biomedical engineer was going to conduct testing on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).